Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported they performed daily cleaning on the day of the event to troubleshoot the system and ran quality controls (qc), which resulted out of range following issues with the incubation ring and luninometer cuvette jam after the daily wash. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found the instrument running but failing all qc. The aspirate probe 1 pinch valve failed, the cse replaced it and verified it was working properly. The cse performed total service visit and replaced the acid base pump because it was leaking and squeaking. The cse calibrated reagent probe 1 (r1) and ran qc, resulting within range. The cause of the discordant, falsely elevated ctni-ultra and ckmb results on several patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni-ultra) and creatine kinase mb isoenzyme (ckmb) results were obtained on several emergency room patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). A lookback was initiated after the emergency room contacted the customer to repeat three troponin results. The samples were repeated on an alternate advia centaur instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni-ultra and ckmb results.